Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 38.0 and 71.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Resistance was encountered while attempting to advance the smart coil out of its introducer sheath and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coils may occur. The offset coil winds likely contributed to the inability to advance the smart coil out of its introducer sheath during the procedure. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. If the smart coil is forcefully advanced against resistance, damage such as kinks may occur. The offset coil winds likely contributed to additional resistance experienced during the procedure. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of the tip of its introducer sheath and into the hub of a non-penumbra microcatheter. The smart coil was therefore removed, and the procedure was completed using new coils and the same microcatheter it was reported that the embolization coil had been damaged. There was no report of an adverse effect to the patient.